Event description:
Literature reference: andersson s, et al. "Gastric electrical stimulation for intractable vomiting in patients with chronic intestinal pseudoobstruction". Neurogastroenterol motil 2006; 18(9):823-30. Patient diaries, hospital records and investigation results before and after treatment were studied and compared to evaluate the long-term effect of gastric electrical stimulation (ges). One patient with a marked effect of ges for several years had a severe deterioration of the disease before the eight years control with chronic septicemy, renal insufficiency, cardiac and respiratory failure.

Manufacturer narrative:
This report is being submitted following an internal audit.